Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information wasreceived from a healthcare provider (hcp) via a company representative (rep) indicated pump therapy stopped. The pump defaulted to minimum rate at 1:20pm on (B)(6) 2021. Event code given was 07. The cause of the pump reset was not determined. The pump was reprogrammed. It was noted the event resolved and the affected device remained implanted and was functioning at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving morphine (unknown) at 0.7997 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump stopped working on (B)(6) 2021 and the patient had to go to the emergency room (ER) on (B)(6) 2021 due to withdrawal. It was reported someone from the hospital had contacted mdt on (B)(6) 2021 and was told that the pump was stopped. It was noted the patient had tried to contact her managing hcp a few times and had not heard back and patient was not sure what else she was supposed to do. The patient was given enough oral medications until tomorrow so she was getting nervous she would run out and the pump would still not be working. The patient's hands were shaking a lot right now. The patient confirmed with her personal therapy manager (ptm) that there was error code 87 (pump reset occurred). Additional information received from the rep on (B)(6) 2021 indicated the patient reported that the pump started alarming every 10 minutes and the ptm gave error message stating therapy was not delivering. The error message was read and meeting set up for (B)(6) 2021.  The issue was not resolved at the time of this report and the patient's status was "alive- no injury." The patient's weight and medical history were asked but unknown.